Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left capsular contracture; baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent unspecified breast augmentation with a 415cc mentor memorygel breast implant experienced capsular contracture; baker grade IV on her left side postoperatively diagnosed upon physical exam. The patient underwent bilateral explantation and replacement with catalog number shpx415; serial number (B)(4) on the left side and with catalog number shpx415; serial number (B)(4) on the right side on (B)(6) 2021.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).